Event description:
An attempt was made to use one nc euphora coronary balloon to treat a severely calcified lesion in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred and the device would not deflate at the lesion site. After rotablation was performed the nc euphora was used and managed to inflate the balloon. However, it was not possible to deflate the balloon and an emergency was called in to stand by. A new inflation device was used and it was then possible to juggle and deflate the balloon and remove the device from the artery. The patient is alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned loaded in a non-medtronic guide catheter and non-medtronic introducer. A y-connector was also present on the device. It was not possible to remove the nc euphora from these devices. A guidewire was also loaded in the device and could not be removed. The transition shaft was kinked. The length of the distal shaft was stretched and deformed. The proximal balloon bond was necked. The balloon was inflated on device return. Contrast was visible in the balloon. Blood was visible in the inflation lumen. The balloon passed negative prep. It was not possible to preform deflation testing due to the condition of the distal shaft and proximal bond. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Additional information: the lesion was severely tortuous with 80% stenosis. There was no difficulties noted when removing the packaging stylette or the prot ective sheath. Resistance was not encountered when advancing the device. The balloon and sheath had to be pulled out together which caused femoral damage, and the surgeon had to repair the site after. There were no difficulties noted during inflation of the device. Deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. The first inflation device used was a non medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.